Event description:
It was initially reported that a consumer's daughter experienced an abrasion on the eye associated with use of the solution. The daughter went to the eye doctor on (B)(6) 2014 and was told she had a negative reaction with the solution in conjunction with the use of her contacts. She was advised by the doctor to discontinue use of the solution due to risk of an infection. Additional information received on (B)(6) 2014 from the consumer stated that her daughter used the solution at home and at school. The consumer advised that her daughter will need to be contacted directly in regards to the condition of her eye. Additional information received on (B)(6) 2014 from the consumer stated that her daughter's symptoms resolved. She is using new lens solution and has resumed lens wear. Additional information received on (B)(6) 2014 via adverse event form stated that the eye doctor told her she had an inflammatory reaction. She was told there was inflammation in her eyes and to discontinue use of the solution. The doctor also specified that if use of the solution continued, she would have an infection. It is also stated on the adverse event form that the consumer used the product successfully for 10 years prior to date of the event and that this event lasted 10 months. Since the length of the event is unclear based upon the specified date of onset ((B)(6) 2014), an attempt to obtain clarification for the length of event was made, but was successful. The form also stated that "she was told that she had inflammation infection that could lead to infections and could affect eyesight." The severity was listed and mild and lens wear was discontinued during the event. It was also noted that the event resolved when use of the solution was discontinued. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).